Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads with the same lot number. It was reported the patient had a car accident and experienced a change in stimulation after the incident. As a result, surgical intervention will be taken to address the issue.